Event description:
Caller reported freestyle readings were high over a three day period. Caller was hospitalized and tested with an unknown meter. No comparison data was provided. The freestyle meter was not returned for testing. Alternate sites were used for testing, but documentation of site with corresponding reading was not recorded.